Event description:
Mdt affera ablation tool caused an adverse event to the patient. The patient was externally defibrillated and is stable. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.